Event description:
The customer reported being hospitalized due to high blood glucose of 525 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin did exit. Advised the customer to call back when the clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specs.